Manufacturer narrative:
The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, and slippage or over-restriction."

Event description:
Reported as: the device suffered liquid leak, lack of satiety noted. The apl lap-band system was replaced with a aps lap-band system.